Manufacturer narrative:
A ge representative evaluated the system and replaced the universal node circuit board and reloaded calibration files. The system operates as intended.

Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray, thereby making the system unusable. The customer also reported that the keyboard and touch screen were not working. There is no report of injury or death.